Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was initially being treated with intraperitoneal (ip) vancomycin (dosage, frequency and duration not provided). Vancomycin was discontinued and the patient was started on ip gentamycin (dosage, frequency and duration not provided). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.